Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the out of bound occurred during surgery on (B)(6) 2015, prior to the wound closure, when the verification of the blade insertion took place by means of the lateral and front images. Eventually this led to the reinsertion of the implants with a new blade. The surgery was complete with a 60-minute delay. The insertion failure had occurred despite the correct procedures. This report is for an unknown nail. This is report 2 of 4 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a out of bound occurred during surgery on (B)(6) 2015. Prior to the wound closure, when the verification of the blade insertion took place by means of the lateral and front images, this led to the reinsertion of the implants with a new blade. The surgery was complete with a 60-minute delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.